Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was gel bleed.

Event description:
Healthcare professional reported right side "silicone granuloma in breast parenchyma (occult leak)". The device has been explanted. Treatment - device explant along with capsulectomy and mastopexy. Healthcare professional reported "sections show a fibrous capsule containing extruded silicone globules , but lacking the small siliconomas present on the left".

Event description:
Healthcare professional reported right side "silicone granuloma in breast parenchyma (occult leak)". The device has been explanted. Treatment - device explant along with capsulectomy and mastopexy. Healthcare professional reported "sections show a fibrous capsule containing extruded silicone globules , but lacking the small siliconomas present on the left."